Event description:
The patient had been experiencing seizure activity and increased spasticity. The family had told the hcp the pump residual volumes had been 3-7ml too much since implant. A myelogram showed the catheter to be patent. The pump was explanted due to a questionable malfunction. It was replaced and returne to the manufacturer for analysis. The patient outcome was reported as good transfer to another hospital post op.